Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 415 mg/dl at the time of incident. The customer's blood glucose was 307 mg/dl at the time of the call. Customer treated their blood glucose with a manual injection. It was not feeling well from their high blood glucose. Troubleshooting found several small air bubbles along the tubing. It was also found the customer did not have a bent cannula after removing their infusion set. Customer was advised to change out their entire infusion set, reservoir, and insulin. Customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.